Event description:
During an ipg upgrade, stimulation was appropriate when testing the lead directly, but impedance was high when the lead was inserted to the ipg. Reading >4000 ohms on all pairs was obtained. Increasing amplitude and pulse with did not resolve condition. The lead was replaced and the problem was solved.

Manufacturer narrative:
(B)(4)